Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3987a lot# n0033278 serial# implanted: (B)(6) 2006 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider and a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device was replaced due to the mass. The device was too big and the seatbelt was rubbing the skin around the edges of her battery thin. Upon interrogating the patient¿s device pre-operatively, electrodes 0, 1, and 2 were fine, but electrode 3 was not working. On the day of the report, the physician removed the pocket adaptor, extension, and implantable neurostimulator and replaced with a new extension and implantable neurostimulator. It was reported that while changing out the implantable neurostimulator, only 3 out of the 4 electrodes were able to go into the extension. One of the electrodes was hanging out. Impedances were checked and electrodes 0, 1, and 2 were working fine, but electrode 3 was not working. The electrode was wiped off multiple times and seemed intact; however, the physician could not get it into the connector. The cause of electrode 3 not being able to be inserted into the extension was not determined, and it was not resolved at the time of the report. Programming was done to optimize analgesia as an action/intervention taken to resolve electrode 3 not working. It was noted that the patient couldn¿t be more pleased with her new battery. The fit is perfect for her chest size and the capture has been good. The patient thinks that her grip strength is improved as well as her ulnar distribution finger extension. ***refer to manufacturer report #3004209178-2017-03954***

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID :97712, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3987a, lot# n0033278, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that the neurostimulator (ins) implanted on (B)(6) 2016 needed to be changed due to ¿a horrible battery that was implanted wrong.¿ the patient reported that it was replaced on (B)(6) 2017 and was happy with the new ins. No further complications anticipated.